Manufacturer narrative:
Clarification to d.9: video sent of issue. Device has not been received. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reporting: packaging issue, tyvek or thermoform sticking.

Event description:
Sales rep reported on behalf of healthcare professional "I am reporting a packaging issue that resulted in a wasted implant as the scrub tech opened the sterile packaging and touched the implant. This is not the first time this has happened, we have issues every time we use larger sized getting these open". Device not implanted. No patient contact occurred.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified. Tyvek or thermoform sticking: observed, thermoforms stuck together in the video. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Sales rep reported, on behalf of healthcare professional. "I am reporting a packaging issue. That resulted, in a wasted implant, as the scrub tech opened the sterile packaging and touched the implant. This is not the first time this has happened. We have issues every time we use larger sized getting these open". Device not implanted. No patient contact occurred.